Manufacturer narrative:
Follow-up root cause: failure analysis on the returned blower assembly found that the blower assembly test failed, bad motor phase b winding generated the blower not to function.

Manufacturer narrative:
.

Event description:
The customer reported that the ventilator has no flow. The customer reported there was no patient involvement.